Event description:
Consumer called to report erratic readings when doing back to back testing. Analysis run on consensus error grid using mean reading (214) as reference point vs. Bd readings (30, 276, 280, 268) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.